Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that battery pack on (B)(6) 2017 was painful. The patient's implant surgery on (B)(6) 2017 was to treat right side and tail bone pain (l3, l4, l5, s1). The patient had been seen twice for programming, and they said that on (B)(6)2017, they were going to do an x-ray to see if any of the leads had moved. The patient noted that the trial worked great, but she can't say much so far about the permanent implant since the implant. The patient is not getting as good of results as she did with the trial. The trial had taken away almost all of her pain from her tailbone, but now her left leg pain has increased. The patient noted that she "cuts the thing off at night" and she has shocks (like from an electric fence). She noted that it also happens when it's on, too. She didn't experience this during the trial. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-19. The hcp stated that the cause of the shocking was possibly from the unit. The actions taken to resolve the shocking included adjusting the settings. The shocking and pain have been resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that starting a week after implant ((B)(6) 2017), the patient wasn't able recharge due to poor coupling. Only 2-4 coupling bars have been achieved. The manufacturer representative noted that the implantable neurostimulator is a little titled, and after trying the spacer, is able to get 6 bars, and after rotating the dial, was able to get 8 bars. The issue with the coupling was resolved at the time of the report. The pocket is in good status. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the ins tilt was not due to patient anatomy or physician preference. There were no patient symptoms or complications reported.